Event description:
Return reason: ruptured extension tubing (angiographic lumen). Analysis determined: investigation found a 0.75 mm tubing rupture 1.75mm below bottom of distal hub. Detect origin is unk. No observable mfg defects were found. Unit guidewires acceptable with no occlusions. Tubing dimensions are acceptable and within specs. In the incoming lot and this unit. No other returns of this type were rec'd from this tubing lot. The claim does not state the flow rate or injection pressure. The maximum flow rate and injection pressure for 7f110cm pur is 900psi at 18cc/sec. Injection and/or flow rates should not be higher than the recommended rate. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Remedial action taken: the corrective action is that both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.